Event description:
During the index procedure one endeavor sprint rx drug-eluting stent was implanted in the posterior descending/ posterolateral branch of the lcx. During the procedure a dissection occurred and another endeavor sprint rx drug-eluting stent was implanted to treat the dissection. The pt was reported to be in a stable condition. The index procedure was prompted by stable angina.

Manufacturer narrative:
(B)(4). Eval, result: dissection.